Event description:
Per the surgeon, the patient was explanted due to a chronic infection and reports of pain. The patient was treated with oral avalox which did not clear the infection. The patient was explanted 2009. Reimplantation is planned after the infection clears and the site has healed.